Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was superficial and would cause pain and discomfort to the patient. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.